Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other clip delivery system is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report the partial clip movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted that there was difficult imaging due to the challenging anatomy. One clip was implanted, reducing mr to 2. The second clip (80910u180) was deployed lateral, increasing mr slightly to 2-3. The third clip delivery system (cds 80913u166) was advanced to the mitral valve and attempted to be placed lateral to the second clip; however, grasping and leaflet capture were difficult. The mr returned to 4 and leaflet damage was suspected. Additionally, it was possible that the posterior leaflet had partially pulled out of the second clip. The decision was made to not implant the third clip and remove the cds. Two clips were implanted, and the mr remained at 4. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that patient morphology and/or procedural conditions resulted in the reported failure to adhere/bond (partial clip movement) thus resulting in the reported mitral regurgitation; however, this cannot be conclusively determined. The reported patient effect of worsening mitral regurgitation (mr) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported poor image resolution was likely due to the challenging anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.